Manufacturer narrative:
(B)(4). The cassette was not returned, therefore a device analysis cannot be completed. The customer reported condition could not be confirmed, nor could a cause be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported a system error (se) 2367 alarm, which occurred on the homechoice (hc) during use. The home patient (hp) received the se 2367 and tsr had the hp check the alarm log. The original alarm was a se 2240 (air in line) alarm, which is followed by a se 2367. Proper procedures, per the user manual, were reviewed with the reporter, however, no reason for the se 2240 could be determined. The hp would complete therapy with new supplies. There was patient involvement, however no patient injury nor medical intervention indicated at the time of the initial report.